Manufacturer narrative:
On (B)(6) 2016, a tandem clinical diabetes specialist reported that the customer has not had not had any further "issues" for the past couple of days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 86 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin was observed exiting the tubing.